Manufacturer narrative:
(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "test revealed contracture of left breast, patient reports discomfort, pain and burning. Contracture baker grade iii." The device remains implanted.

Event description:
Healthcare professional reported "test revealed contracture of left breast, patient reports discomfort, pain and burning. Contracture baker grade iii", local swelling, hard, worried about recall, deformity, rigid, patient started to feel shame in own body, affected psychological state, emotionally shaken, "the contracture the patient is suffering is different from the other legal cases that comes from a natural rejection from the organism, but it is the initial symptoms of the anaplastic lymphoma". The device remains implanted.